Event description:
It was reported on external medwatch that the (1) proximate stapler was used during an unknown procedure. It was reported that the disposable stapler opened during the procedure and did not fire at all. The case was completed with another device and with an extended or time.